Event description:
An osvii was reported to have malfunctioned during use causing over drainage. The unit was removed. Details regarding this complaint has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.